Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had suffered a subclavian crush as seen on fluoroscopy and had fractured. The leads were partially removed and single rv lead was implanted. No patient complications have been reported as a result of this event.